Event description:
Pt self tester alleging discrepant low inratio reading. Report called in by nurse. Inratio: 35.; lab: 5.1. Testing three hours apart. Pt's therapeutic range 2.5-3.0.

Manufacturer narrative:
Investigation pending.